Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display a live image and would track to maximum technique when the c was rotated for a lateral view. This made the system temporarily unusable. There is no report of injury or death associated with the event described in this complaint.